Manufacturer narrative:
Additional MFR narrative: according to the information received this case would be related to an immune response to the filler material, being treated as a foreign body. Granulomas are known and widely documented effects in the context of hyaluronic acid filler injections. They are caused by a delayed immune reaction of the body in response to the implant being treated as a foreign body. As it is unable to eliminate the implant, the body surrounds it with immune cells (macrophages) forming a more or less hard and inflammatory mass. A treatment with hyaluronidase and anti-inflammatories generally allows to treat these reactions quickly and effectively, although certain granulomas at an advanced stage might be unresponsive to hyaluronidase. The risk of such reaction is mentioned in the instructions for use of teosyal products.

Event description:
This case occurred outside of the USA, in (B)(6). According to the information received on (B)(6) 2022, a patient was injected on (B)(6) 2021, with 1 ml of teosyal rha 3 into the bilateral oral commissures, nasolabial folds, and glabellar lines areas. Approximately, 10 months post-injection, on (B)(6) 2022, the patient experienced the appearance of hard nodules all over the injection site. The adverse event was diagnosed as a granulomatous reaction by the practitioner. On (B)(6) 2022, a local mdical expert was in contact with the practitioner to advise on this case. According to the medical expert, the patient was received anti-inflammatory (glucocorticoid; prednisone) and antibiotic (doxycycline) treatment by her practitioner. The local medical expert suggested to see the patient again a day later, and in case the nodules are still hard, to prescribe a combined antibiotic treatment (moxiflozacin + clarithromycin) and to keep prednisone regimen. Thereafter 3-4 days after the start of combined antibiotic treatment, carry out an allergy test, then start injecting hyaluronidase (75-105 iu) once a week in the oral commissures and 45 iu into the glabellar lines. The patient situation and symptom evolution are monitored. No additional information is available at the time of this report.